Event description:
A product experience report received on (B)(6) 2017. This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2017. A product experience report was received on (B)(6) 2017, stating that this lead exhibited high pacing impedance greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).